Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. P/n ae05ml is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and issue reported clip came into the jaw closed was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot (B)(4) investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation, determine root cause, and confirm the alleged defect. At this time, since the sample is not available, it is not possible to determine the source of the defect reported. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor attempted to load a clip from an ae05ml and the clip would not open. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1700591 was manufactured on 12/04/2017 a total of (B)(4) pieces. Lot was released on 12/07/2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device as it got stuck in the bent rotation tab. After manually removing the clip, another attempt was made. The next clip was properly loaded into the jaws and was successfully applied to over-stressed surgical tubing. This was repeated two times with the same result. On the fifth attempt, however, the other remarks: clip was unable to properly load. The next clip was out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position in the channel and stacking on one another. One clip in the channel was broken at the hook due to the clip stacking. The clip stacking could prevent the clips from properly loading into the jaws and could also cause clips to break in the channel. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip would not open" was confirmed based upon the sample received. One device was returned. The device was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which would prevent them from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the doctor attempted to load a clip from an ae05ml and the clip would not open. There was no patient injury.